Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was observed after the device was filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from 11/24/2014 to 11/26/2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.